Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5185187.

Event description:
Voluntary medwatch received states that the patient's left ventricular (lv) lead exhibited low out-of-range pacing impedance. The patient also had a history of phrenic nerve stimulation. Noise and suspected insulation damage was also noted on the lv lead. Programming changes were made, but the issues were not resolved. No adverse effects were reported.